Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed . (B)(4) replaces previous codes of type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is now reportable for serious injury.

Event description:
Additional information received from the manufacturer representative (rep) reported that both implants were replaced and will be returned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins had no significant anomaly. Analysis information 2017-10-13 15:44:12 cst pli# 10 product ID# 37602 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 96 hours of testing at body temperature. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient was experiencing shocking and pain down arm and in chest. The issue was happening when the ins was turned off as well. An x-ray, maligram, CT and nerve conduction tests were all performed to diagnose the cause of the symptoms, but the cause was not determined. The patient has been met with, their device interrogated and reprogrammed in order to try to fix the issue. The issue has not been resolved at this time. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.